Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. The device was not returned for evaluation. The lot number is unknown. Therefore the device history record could not be reviewed. The instructions for use were found adequate and states the following: "warning: this is a single use device. Do no re-sterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst".

Event description:
It was reported that the survey respondent mentioned hematuria and retained fragments from catheter when asked if they experienced complications using the suprapubic foley catheter. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : the device was not returned.

Event description:
It was reported that the survey respondent mentioned hematuria and retained fragments from catheter when asked if they experienced complications using the suprapubic foley catheter. No medical intervention was reported.